Event description:
Pt reported eye swelling redness and pain in the left eye after use of product. Pt reported contacting the health care provider who advised although an infection may be present, the pt could continue contact lens wear. Doctor reported pt had a three week history of pain, redness and tearing. When seen by the doctor, pt was diagnosed with keratitis and a sterile, central corneal ulcer left eye. Pt was treated with vigamox. At a follow up exam eleven days later, the epithelium was healed out multiple subepi infiltrates were present. The condition appeared to be viral. At the next follow up visit twelve days later, the pt had recovered and was instructed to resume lens wear in 3-4 days. There is no permanent decrease in visual acuity and no further follow-up is required.

Manufacturer narrative:
The product was returned for eval. Testing performed including ph, tonicity, color and clarity met shelf life limits. The doctor reported the event was not directly related to a specific product. Based on the info, no root cause can be determined and no conclusion can be drawn.